Event description:
It was reported that the patient faced an issue with the infusion set tape not sticking. The customer stated that his workplace was hot and humid and that he moved a lot on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Reportable Malfunction.Request was performed for additional information including lot number; however, lot number was not provided.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545